Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced mild glare, haze, and halos. The iol was exchanged in a secondary procedure. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the lens was returned for evaluation. The lens was returned stuck to a piece of tape. The lens was cleaned with lphse. The edge of the optic is split on the edge near a gusset area. A long crack is observed on both the anterior and posterior surface. Scratches are observed on both the anterior and posterior sides of the surface. A resolution test could not be performed due to extensive damage to the optic. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The manufacturer internal reference number is: (B)(4).